Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was not returned for evaluation. The manufacturing and testing records were reviewed. The lot conformed to all manufacturing and sterilization specifications. Endotoxin testing was conducted on the retention samples. The results conformed to manufacturer specifications. The complaint records were investigated for similar incidents from other medical institutes. No similar records were found. Root cause: undetermined

Event description:
The customer reported that a general practitioner performed a therapeutic phlebotomy on a patient. Soon after starting the phlebotomy, the patient noted a gurgling feeling going up his arm. He developed chest pain and shortness of breath. The patient developed a pulmonary emboli with EKG changes and left-sided weakness and facial droop. The phlebotomy was discontinued at this time. An EKG showed myocardial ischemia and the patient had elevated treponan levels. An angiogram to look for coronary artery disease was performed and the exam was normal with no evidence of stenosis of the coronary arteries. The patient was hospitalized for 5-7 days following this. The customer is unable to provide the patient identifier. Patient weight is not available at this time. The disposable set is not available for return because the patient discarded it. This report is being filed due to medical intervention via EKG, angiogram, and hospitalization.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.